Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2023, a patient (pt) called to report a diagnosis of right eye (od) corneal ulcer around (B)(6) 2022 while wearing an acuvue® oasys® brand contact lens (cl). The pt reported a ¿stabbing pain,¿ photophobia, and difficulty opening the eye after sleeping in the lens for 2 days. The pt went to an eye care professional (ecp) who prescribed an (unknown) antibiotic eye drop. The pt advised the od felt better after 3-4 days of use. The pt reported following up with the ecp a ¿few times until it was healed." The pt advised there is a scar remaining after treatment. On (B)(6) 2023, the pt¿s treating ecp provided additional medical information. The pt was 1st seen on (B)(6) 2022, with a follow-up (fu) visit on (B)(6) 2022 and on (B)(6) 2022. The pt¿s chief complaint at the 1st visit was pain, swelling, and light sensitivity. The ecp advised the diagnosis was od corneal ulcer with 2+ inflammation. The od corneal ulcer location was at 2:30 mid periphery, between the pupil and limbus. The pt was prescribed moxifloxacin every hour od for 1 day, then qid for the next 2 days. On the (B)(6) 2022 fu visit, the ecp advised the od corneal ulcer was significantly smaller, still a little staining, so ¿it was still open.¿ on the (B)(6) 2022 fu visit, there was a ¿dot stain¿ at 2:30 with a ¿little haze¿, improved. The ecp advised the pt didn¿t return after that so it is unknown if there is a scar. The ecp ¿did not expect it to be a scar based on the last¿ visit. (B)(6)2022: od va: 20/40 with glasses. (B)(6)2022: od va: 20/30 with glasses. (B)(6)2022: od va: 20/20 with cl after resumed cl wear. No additional medical information was provided. This od corneal ulcer is being reported as a worst case event due to the ¿corneal haze¿ and it is unknown if it resolved as the pt didn¿t return to the treating ecp. The od suspect lot number is unknown. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.